Event description:
The customer reported that the device did not discharge during a pt code. There was no report of negative pt impact or outcome.

Manufacturer narrative:
(B)(4). The customer reported that the device did not discharge during a pt code. There was no report of negative pt impact or outcome. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.